Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "exchange from textured to smooth implants due to the patients concerns with the product" and "rolled over, felt something different, breast doubled in size, went down over time with antibiotics". Patient also reported having the following non device related conditions, fibromyalgia, chronic fatigue, and lupus. Device remains implanted.

Event description:
Patient reported right side "exchange from textured to smooth implants due to the patients concerns with the product" and "rolled over, felt something different, breast doubled in size, went down over time with antibiotics". Patient also reported having the following non device related conditions, fibromyalgia, chronic fatigue, and lupus. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h11.